Event description:
It was reported that the device exhibited post-sensed t-wave oversensing (pstwos). Programming changes were made to address the pstwos. There were no adverse health consequences, the patient was stable.